Event description:
A customer contacted beckman coulter inc. (Bci) regarding an intermittent problem of low modular total protein (tpm) results generated by the unicel dxc 800 pro synchron clinical systems. Customer indicated that about two low tpm flyers have been seen per week. There have been occasions where false low tpm results were reported out of the lab. When discovered, samples have been repeated and amended reports have been issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Specimens are routinely drawn in b-d serum separator tubes. Prior to each event, tpm was calibrated and qc results were within the lab's established ranges. Qc samples are routinely run every 2 hours. The investigation with the assistance of a technical support engineer is ongoing. A root cause has not been identified to date.